Event description:
It was reported that a spectrum pump had a bad keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received stating the event occurred during testing and there was no patient involvement. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a bad keypad was reproduced as the number 3 key had a repeated output. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.